Event description:
It was reported that during a post-implant check, this newly implanted implantable cardioverter defibrillator (ICD) was observed to have not been properly connected to the patient's right atrial (ra) lead. An x-ray confirmed the terminal pin of the ra lead was not fully inserted into the header. After discussion with the physician, the plan was to leave the system as is. The ICD remains in service and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during a post-implant check, this newly implanted implantable cardioverter defibrillator (ICD) was observed to have not been properly connected to the patient's right atrial (ra) lead. An x-ray confirmed the terminal pin of the ra lead was not fully inserted into the header. After discussion with the physician, the plan was to leave the system as is. The ICD remains in service and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.